Event description:
Monopolar cord for olympus short-circuited and displayed sparked coming from cord before it detached from plug. Device was pulled out of service. Company notified. Cord was replaced and put back into service after electrical safety check. Ref# (B)(4).